Manufacturer narrative:
Product event # (B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 3.0s , product number: ps210-030s, lot number: fl50901627, expiration date: 2016-12-02 , quantity returned: 1. Testing performed: device packaging inspection: one returned plasmablade 3.0s with locking mechanism received inside a (B)(4) shipper box with brown paper to fill the negative space and within a single plastic (B)(4) bag. Display box and tyvek® lid returned; the device information was confirmed against the information listed within (B)(4). No paperwork was provided. Device visual inspection: device is used with blood inside suction tubing line. Blood and other biological fluids present along the inner shaft and locking mechanism, electrode insulation coating exhibits excessive eschar build-up and is scratched, as mentioned in the complaint description "an operating room technician used a metal instrument to push the heat shrink back down onto the device and scratched the ceramic coating on the device tip". Heat shrink is damaged, manually placed back on the device by an operating room technician during use, as evidenced by melting and detachment of the heat shrink from the electrode blade shaft. Suction opening is clogged with eschar/tissue build-up. Both cut and coag buttons have a definitive tactile feel. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50901627 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: the reported issue contained in (B)(4) was confirmed in the laboratory environment. Visual inspection confirmed the heat shrink was melted and detached from the electrode as well as there was an accumulation of tissue build-up on the electrode and inside the suction opening of the finger grip causing the device to become clogged. The finger grip incorporates a suction lumen for the evacuation of smoke and fluids. The tissue and gunk build-up present on the electrode results in the overheating and melting of the heat shrink. The rf energy is affected by the gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperatures and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in (B)(4). It is plausible to suggest a likely cause of the failure is the electrode was not cleaned according to the IFU recommendations. "Mae sales rep believes the surgeon pushed the device into the cleaning slot too far and pulled the heat shrink loose". "An operating room technician used a metal instrument to push the heat shrink back down onto the device and scratched the ceramic coating on the device tip". Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade and specifically relates to the reported complaint description as listed below: lbl-00166 rev. C plasmablade 3.0s - IFU - precautions and warnings - when bending the blade, do not exceed a 45° angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to bend the blade; do not use forceps as this could damage the device. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. Activation of the hand piece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. The finger grip also incorporates a suction lumen for the evacuation of smoke and fluids. (B)(4).

Event description:
Approximately an hour into a bilateral mastectomy case, while cleaning the device using the cleaning slot in the holster, the surgeon identified that the clear plastic heat shrink below the device tip had shifted over the tip of the device. The surgical technician used a metal instrument to push the heat shrink back down onto the device shaft and scratched the ceramic coating on the device tip causing it to flake off. A different device from the same lot number was used to complete the case. No patient impact.